Manufacturer narrative:
Received one speedband device with the velcro strap, irrigation catheter and ligator head for analysis. Visual examination of the ligator head found all bands present. It was noticed that the crimp was present on the trip wire. The suture with the ligator head were attached to the proximal loop of the trip wire loop. The ligator teeth were noted to be undamaged. The trip wire was partially rolled in the handle; there is no evidence that the trip wire was secured in the handle assembly slot during the procedure. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on the evaluation of the returned device, it appears that the trip wire was not properly tightened and secured during device set-up, as instructed in the dfu. Failure to properly tighten and secure the trip wire most likely impacted the timing of band deployment and contributed to the complaint event. Therefore, the most probable root cause is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and no anomalies were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an loop ligation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the band could not be released. The procedure was completed with another speedband superview super 7 device. There were no reported complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an loop ligation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the band could not be released. The procedure was completed with another speedband superview super 7 device. There were no reported complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.